Event description:
It was reported that the left ventricular (lv) lead was returned to the manufacturer after being explanted due to issues on an associated right ventricular (rv) lead and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation was breached (kinked/buckled) in-vivo. There was blood on the proximal conductor of the lead and it was not obstructed. Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2012. Product ID: d274trk lead implanted: (B)(6) 2012. (B)(4).